Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose level (370 mg/dl). Reportedly, customer's correction factor needed to be changed. Customer delivered a correction bolus to stabilize blood glucose levels. Tandem technical support guided the customer through adjusting their pump settings.